Event description:
This ra lead was implanted on (B)(6) 2013 and remains implanted at this time. An adverse event analysis form states that patient has an incision site infection. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. Product experience report recieved on (B)(6) 2013 states that this lead was explanted on (B)(6) 2013. No other additional information. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).